Event description:
It was reported that in preparation for use of the product, the customer found that a foreign material attached to the suture wing were blocking the hole in the suture wing. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of deformation of the suture wings is confirmed and was determined to be related to manufacturing. One 5 fr d/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood use residues along the outside of the suture wings. It was observed that one of the suture wings appeared melted and deformed. A microscopic observation revealed one side of the deformation of the suture wings to be smooth while the other side of the melted section was observed to have a waffle pattern. Inspection of the returned powerpicc catheter revealed one side of the suture wings to have deformation likely caused by being sealed with the kit packaging. This deformation may occur when the product is misaligned in the packaging during the package sealing process. This complaint will be recorded for future trending and monitoring purposes.